Event description:
It was reported that the side-firing fiber was observed to fire "straight". No report of pt or end user injury.

Manufacturer narrative:
Device (B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.